Event description:
After suctioning thrombus from the lesion, two vision stents were implanted at the lesion site. Angiography was performed ten minutes after the stents were implanted and thrombus was confirmed inside of the stents. So the thrombus was suctioned again, and the lesion was post dilated with the stent delivery system (sds). After another ten minutes angiography was performed again and there was no thrombus seen and the procedure was completed. No other information was available.